Event description:
During prep entrained air in balloon every time going negative. No patient harm occurred a new z med balloon was opened and used to complete the case. Vendor notified. Manufacturer response for aortic and pulmonic valvuloplasty catheter, z-medd 20mm 100cm (per site reporter).